Event description:
Patient exhibited erythema, edema, and pain approximately 3 weeks after being injected with bovine collagen for intradermal augmentation of facial lines and wrinkles. Physician prescribed oral antihistamines and vitamin b6, route not specified.